Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to the technician's statement, the turbine has been pointed as source of the issue and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The turbine module generates compressed air and delivers air to the inspiratory gas. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's log nor the claimed part were available for further analyze.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).